Manufacturer narrative:
On march 21, 2022, mentor became aware that a error was made in the initial report. The following fields should have been populated as "no": d7a. Is this a single-use device? D8. Was this device serviced by 3rd party? D9. Device available for evaluation? Manufacturer¿s reference number: (B)(4) in the initial, d7a. Is this a single-use device?, d8. Was this device serviced by 3rd party?, d9. Device available for evaluation? Should have all been marked "no".

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reduction surgery with implantation of a 225cc mentor memorygel breast implant prosthesis. Post-operatively, the patient stated that her breast implants were falling to the sides and underneath her armpits. Furthermore, there is bilateral rupturing of the implants. Sonogram and ultrasound imaging were conducted as well as a consultation with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-02821 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, device migration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 15, 2022, a manufacturing record evaluation (mre) was performed. No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).